Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was in patient use. The ventilator was returned to the manufacturer for evaluation and periodic maintenance was performed the device had no malfunction, but the blower was replaced to prevent failure in accordance with the maintenance procedure. During the evaluation of the device at the manufacturer's service center, an error code related to occurrence of rebooting had occurred. In addition, other error codes were present which recorded a main board malfunction. The device's main board was replaced to address the issue. The device inlet foam kit will be replaced. The device passed final testing.